Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address dislocation. The femoral stem was also loose. Doi (B)(6) 2013 - dor (B)(6) 2013 (left hip). Update (B)(4) 2013 - patient's primary and revision operative records were received. Records indicate upon revision there was a hematoma found in the patients hip. Also noted, upon closure a small lipoma was found on the posterior aspect of the wound. There is no new information that would change the existing MDR decision. Patient's last name was updated. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Requests for additional investigational inputs were made in accordance with (B)(4). X-rays and operative notes were received. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated.

Event description:
Patient was revised to address dislocation. The femoral stem was also loose.